Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the leadless pacemaker dislodged immediately after fixation while transitioning into tether mode. The device remained attached to the catheter, and it was retrieved. Upon retrieval, it was observed that the helix was sprung. A right ventricular device implant was abandoned. There were no patient consequences.